Event description:
Device malfunction: device #3 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after a renal artery stenting procedure. Reportedly, the proglide device failed to deploy, "as soon as the needles came down the posterior foot broke". A second proglide device was attempted with the same results. A third proglide device was used; however, a cuff miss was experienced. Manual compression was used to achieve hemostasis. It is unknown if the feet for both proglide devices were in the patient's tissue tract or out of the patient's anatomy. The patient stayed overnight in the hospital for observation and was discharged the following day without any sign of occlusion or any additional intervention performed. There were no adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device would not be returned for evaluation. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.